Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. And additional MFR narrative. The system was examined and the reported event was confirmed (via system message), as the lamp had exceeded its expected rated life. As such, the lamp was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message and illumination issue can be attributed to the lamp, which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed regarding the lamp exceeding its rated life and the lamp lost luminosity during a surgical procedure. The procedure was completed with no harm to the patient. Additional information has been requested.